Event description:
The customer observed imprecision on the alinity I processing module. The following example was provided. March 23, 2023 sid (B)(6). Toxo igg initial result: 2.2 iu/ml (grayzone). Repeat results: 0.0 iu/ml (nonreactive), 0.0 iu/ml (nonreactive), 4.2 iu/ml (reactive) and 0.0 iu/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p45-22, that has a similar product distributed in the us, list number 07p45-40. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed regarding specificity and sensitivity. All specifications were met, and no false reactive or false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no deficiency for lot number 44252be00 was identified.

Event description:
The customer observed imprecision on the alinity I processing module. The following example was provided. (B)(6) 2023 sid: (B)(6). Toxo igg initial result: 2.2 iu/ml (grayzone) repeat results: 0.0 iu/ml (nonreactive), 0.0 iu/ml (nonreactive), 4.2 iu/ml (reactive) and 0.0 iu/ml (nonreactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.